Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. It was stated that the buttons are not responding and issue is recurring after removing and reinserting the battery. Blood glucose value is 10.6 mmol/l. Nothing further reported.